Event description:
It was reported that this pacemaker device surgically explanted after being found in safety mode. A new device was successfully implanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.